Event description:
When pulling the tvt secure out, a piece of the tvt secure was lost. When found it was imbedded in the right paraurethral/paravesical. With the use of fluoro they could see it but could not reach it. Every time he tried to locate it, it went further up into the paravesical, close to the spine and the sacrospinous ligament. It was left in.